Event description:
On (B)(6) 2009, the pt reported the down button on her insulin infusion device does not work and the up button only works if she presses it in the "right place." On follow up, the pt stated, she first noticed this issue at the end of (B)(6) or beginning of (B)(6). Her device has not been dropped or exposed to water. She said the buttons still pop up when pressed. The pt was advised to switch to her backup infusion device, but she declined. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to returned for evaluation.